Event description:
The customer states the nurse interface cable is not working properly. The customer reported that the unit was not in use on a patient. The customer contacted product support and the customer is requesting part numbers for both nurse call cables. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The unit was not being used for clinical treatment at the time of the reported event. The user reported that the device functionality was restored without component replacement. Upon review there was no malfunction found. Recurrence of this event is unlikely to lead to serious injury. This event no longer meets reportability requirements.